Event description:
Mesh put in for hernia repair in 2011 by dr (B)(6). Life-threatening operation 2013 by dr (B)(6). Surgeon: (B)(6) md. Findings: mildly ischemic bowel within an incarcerated hernia severely stuck to mesh, resulting in an enterotomy requiring resection. Indications: the pt is a (B)(6) with multiple ventral hernia repairs with mesh. Presents with severe abdominal pain out of proportion to exam and erythema over the anterior abdominal wall. A CT scan confirmed an incarcerated small bowel with obstruction.